Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 visual examination of the returned product identified that the carton box is only damaged where it was opened. The bottom panel is torn and depressed down at the half-round cut-off used for easy opening where the tamper-proof seal was applied. No other damage was observed on the carton box. The carton box was returned opened, unwrapped, and containing only one patient label and the implant. The shrink-wrap, sterile cavities, tyvek lids, three patient labels, and IFU were not returned. Complaint is not confirmed. Device history record (DHR) review identified no deviations or anomalies during manufacturing. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product and the DHR review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Device returned without packaging, packaging damage with sterility barrier potentially compromised.